Manufacturer narrative:
Additional information was requested from the customer, but limited information was provided by the customer. The subject device has not been returned to olympus to date. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that the customer camera head had an error e311 scope communication error (the image does not appear). The customer problem was found during an unspecified event. No death, injury or harm was reported. The device will be returned to olympus for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation results. The device was returned to olympus and evaluated. Based on the results of the device evaluation, the reported phenomenon was confirmed. A visual inspection of the cable identified the cable was kinked, and the white balance test failed because of the kinked cable as well.. If additional applicable reportable information is obtained, additional reports will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a communication failure occurred due to a cable failure and the image was not displayed. The cause of the cable failure could not be identified. It was also noted that that e311 error occurred because the screen was pitch black and the white balance could not be adjusted. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object." Olympus will continue to monitor field performance for this device.